Event description:
A customer reported that there were three black spots on the evis exera ii ultrasonic bronchofibervideoscope lens, and the image looked cloudy. There was no patient or user harm reported due to the event. The subject device was returned to olympus for evaluation. During inspection and testing, the entire screen was black and there was no image displayed, due to damage to the charge coupled device (ccd) unit and cable. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
During the device evaluation, the body control unit had corrosion due to fluid water leakage. The instrument channel tube was damaged and leaking. The image guide bundle was damaged and broken. The acoustic lens was peeling, and the ultrasonic connector had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d4 "UDI" field was corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image function did not function properly due to the charged coupled device (ccd) failure. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.